Event description:
The customer provided additional details regarding the event: the b30 error code occurred while preparing for a therapeutic colonoscopy procedure. The procedure was completed without delay.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to include information inadvertently left out of the previous report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause for the b30 error code and scope communication issue cannot be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii video system center experienced while the scope was connected to the processor, the customer identified a error b30 with no scope image. The event was identified during preparation for use. The procedure was completed using a similar device. There was no report of patient or user harm associated with the event. Related internal links: (B)(6).

Manufacturer narrative:
The device was returned to olympus for evaluation where service was unable to confirm the customer's complaint. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.